Event description:
As reported by the user facility: reports had 3 incidences of the last 2 weeks of a flashing reaction, when drug was given. Reports vein area turned pink for 2 inches to and 6 inches above catheter. One drug was phenergan, one was levoquin and one was cipro. Report occurred on 1st dose of drug. Only in one case did they remove catheter the other two, they continued use. In the case where the catheter was removed inserted a 22 gage cath and did not have reaction. In all cases pink flashing was temporary and resolved. Different nurses for all incidents. Further info provide by the facility indicated all pts involved suffered no adverse sequela associated with the incidents. The samples were discarded and are not available to be evaluated.

Manufacturer narrative:
Add'l lot# 6g22258n55; add'l exp date: 07/22/2011; add'l MFR date: 10/2006. The actual devices in the incidents were not returned to the MFR to be evaluated. Biocompatibility has been established for all the materials used in the introcan safety prods. This prod is rec'd packaged, sterile from b. Braun. The master certificate records for the catheters involved in this incident were reviewed. In accordance with the certificate, those lots passed all official tests and were found to be within the acceptable quality limits for release. Incident of this nature can be caused by a number of factors both related and unrelated to the catheter. No specific conclusion can be drawn. All available info has been provided to the actual MFR, b. Braun. Add'l info is pending. A f/u report will be filed if an pertinent info becomes available.